Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. May we have a copy of operative report (on (B)(6) 2018 surgery) related to this event? The patient demographic info: age, weight, bmi at the time of index procedure? Name and indication for the index surgery (on (B)(6) 2018)? On what tissue was the ethibond suture used? Product code and lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What were current symptoms following the index surgery? Onset date? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Please describe. What medical or surgical intervention were prescribed/performed for symptoms? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these symptoms/events? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/12/2020. Upon additional information review, this medwatch report is being voided as there is no indication of ethicon product use. Additional information was requested, and the following was obtained: ¿we investigated the sutures we have used on this facelift since this complaint, and your product was not used on this case. We have been using the aesculap 2-0 premicron white suture since january 2017. This is the aesculap form of ethibond.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative report ((B)(6) 2018 surgery) and/or current physician follow up/examinations related to this event? Does ethicon have your permission to contact your doctors that you are under their current physician care and/or surgeon who placed ethibond suture during the face and neck lift on (B)(6) 2018, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If yes, please provide your doctor contact information including name, email address, phone number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a face and neck lift procedure on (B)(6) 2018 and the suture was used on the neck, around ears. It was reported that post-op the patient experienced severely stiff neck like choking, red splotches around jaw line, intermittent flushing pain and burning on jaw line. She cannot look down for tightness and stiffness that is perpetual. The patient had several physician follow ups. The patient also experiences intermittent headaches and takes daily ibuprofen, pain killers, and muscle relaxants. There was no nerve damage per neurosurgeon. No diagnosis has been provided. Additional information has been requested.